Manufacturer narrative:
(B)(4). G2: foreign - the event occurred in canada. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an orthopedic procedure when attempting to adjust the angle of the guidewire, the tip fractured off at the site of the implant. The surgeon and surgical assistant determined that the tip should be left inside the patient, as attempting to retrieve it would cause more harm to the patient. No further harm to the patient was reported post-operatively. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 the reported event is not confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that during an initial orthopedic procedure, when attempting to adjust the angle of the guidewire, the tip fractured off at the site of the implant. The correct surgical technique was used. The surgeon and surgical assistant determined that the tip should be left inside the patient, as attempting to retrieve it would cause more harm to the patient. The surgery was completed with an alternate guidewire. No further harm to the patient was reported post-operatively. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3. B5: additional event information provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.